Event description:
It was reported that bubbles and fluid were observed when the balloon was deflated. A second balloon was used to continue the procedure. There were no clinical consequences reported to the patient.

Event description:
It was reported that bubbles and fluid were observed when the balloon was deflated. A second balloon was used to continue the procedure. There were no clinical consequences reported to the patient.

Manufacturer narrative:
Further investigation analysis demonstrated that there was no indication of any product quality deficiencies contributing to the damage found. Review of the reported information, product analysis results, and manufacturing records revealed no evidence of any design or manufacturing specification non-conformances related to the complaint device. Therefore the investigation has concluded that the most probable root cause for the leak and/or damage found in the balloon was related handling.

Event description:
It was reported that bubbles and fluid were observed when the balloon was deflated. A second balloon was used to continue the procedure. There were no clinical consequences reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed crystalized saline in the balloon. Microscope magnification of the inflation port found that the inner shaft under the manifold was perforated. During functional evaluation water leaked from the guidewire port due to the inner shaft perforation and the balloon would not inflate due to the inner leak under the manifold. A 0.014 guidewire was advanced through the balloon catheter shaft without difficulties. The catheter shaft coating was examined and confirmed to be present. No other anomalies were found. Although the balloon portion of the subject device did not leak, the reported issue is confirmed based on the information available. Additional information indicated that the device was confirmed to be in good condition prior to use, there were no inflation/deflation issues and no leaks observed during preparation. Therefore, it is considered unlikely that the damage occurred prior to shipment. Review of the reported information, product analysis results, manufacturing records revealed no evidence of any design or manufacturing specification non-conformances related to the complaint device. Based on the reported information and this investigation, it is unknown what caused the inner shaft perforation that resulted in the reported issue. Therefore, the root cause of the reported issue and investigation findings cannot be determined.

Manufacturer narrative:
Subject device is not available.